Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the sample was received with the weld between the flexible shaft and the reamer head broke due to an unknown cause. The headpiece was included in the complaint package. The shaft exhibits slight scratches along the shaft and the reamer has marks on the cutting surfaces. The certificate of conformity indicated the lot was made to the correct requirements and specifications and a review of the device history record did not show conditions that could have contributed to the reported event. Product development evaluation reveals the flexible reamer was received with the reamer head broken off of the shaft. The small part at the distal end of the flexible shaft that the reamer head fits onto before it is welded in place has also broken off separately. There were hardly any circular striations around the length of the flexible shaft. The reamer head has a moderate amount of deep divots on the cutting surfaces and is rusted in some places. The reported damage of reamer head and the distal part of the flexible shaft is indicative of mechanical overloading during usage. The product drawing for this part specifies that the flexible shaft and connections must be able to withstand 5.0 nm of torsional force, so the design of the part is sound. The design of the device met its intended use. The damage to the cutting flutes and rust on the part possibly indicate overuse. This complaint is considered invalid from a manufacturing perspective.

Event description:
It was reported that the surgeon used the flexible medullary to ream the intramedullary canal and the head of the reamer broke off. The surgeon retrieved the broken fragment by pulling the reaming rod. Surgeon used a new reaming rod and another reamer of a slightly larger size to complete the procedure with no further problems. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).